Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention wherein the system was explanted due to ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.